Event description:
Country of complaint: (B)(6). The customer found wound healing disorders after several spine surgeries. This has happened circa 4 weeks after the surgery. The rims of the wounds have been termed by him as watery and squishy. This kind of wound healing disorders, have only occurred in combination with spine surgeries. Not with knee or hip surgeries. Batches are not available.

Manufacturer narrative:
Manufacturing site eval: samples received: none. Exact batch number involved also not known. There are no previous complaints received for this reference number. Without batch number, the batch manufacturing record cannot be reviewed and without samples, the product cannot be analyzed. With the description of the complaint, we could discard that the wound healing disorders are related to the product. As the same customer informs that he has only found the wound healing disorders in the spine surgeries, if the product was affected, he would have found the defects in all surgeries. Novosyn violet threads fulfil all biocompatibility tests, for suture material. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.